Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator was unable to acquire etco2 readings. There was no patient negative patient impact.